Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with spontaneous left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On december 21, 2023, mentor received additional information indicating that the patient's date of explantation has been rescheduled to (B)(6) 2023. On december 28, 2023, mentor received additional information indicating that the patient actually suffered right breast pain and swelling initially, a year prior to the discovery of the left breast implant rupture, via MRI, on (B)(6) 2023. The date of event has been updated. This medwatch form is for the left breast prosthesis. Right breast pain and swelling will be reported under mrn: 1645337-2024-00609.

Manufacturer narrative:
On january 23, 2024, mentor received additional information indicating that the patient's implants were removed intact. In addition, the patient was diagnosed with bilateral breast mass and left side breast cyst. The patient also underwent right breast biopsy. Lastly, the patient's implants were removed and replaced bilaterally with the following: (left) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 9888019 sn: (B)(6), and (right) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 9921763 sn: (B)(6).